Event description:
It was reported that during the implant procedure, the patient was not cooperative and the lead dislodged. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.